Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was not blank for less than thirty seconds. Troubleshooting was stopped due to customer having to go back to work and issue was not resolved and display did not return. The insulin pump will not be returned for analysis.